Manufacturer narrative:
(B)(4).

Event description:
It was reported a motor stall occurred. A roller study was done, showed pump and rollers were still working. The device was reprogrammed, after which a motor stall occurred again. Audible alarms heard. It was noted that at the beginning of the session the patient had pain, at the end of the session the patient had less pain. The device was still implanted. The system was used to infuse morphine. It was later reported that a motor stall occurred again. The device was completely reprogrammed, x-rays showed the rotors were functioning and it was noted that the alarm was ¿still on¿ and making sound very couple hours. The patient was experiencing ¿little pain.¿ it was noted that he was receiving therapy because the doctor was going to refill the pump on (B)(6) 2013. It was noted that if authorization was received for explant the device would be returned to the manufacturer. It was later reported that at a refill, once again a motor stall message was seen on the physician programmer. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported as far as the reporter was aware, the patient had not been near to an electromagnetic interference (emi) source. Every time the motor stall occurred, the patient was either at his house or at the hospital. It was then reported additional motor stalls occurred at least every one or two days from the ¿that time¿ until 2013 (B)(6). It was reported the pump had been refilled and reprogrammed but the motor stalls still occurred followed by recoveries. It was stated, ¿pump restart also. Alarms are still on and audible¿. The patient was not receiving constant therapy and was in pain.

Manufacturer narrative:
(B)(4).